Manufacturer narrative:
The product catalog and lot number of the device involved in this event were not made available. As a result, a review of the quality and manufacturing records for the involved product lot could not be carried out. The patient did not provide contact information for the involved physician. Therefore, additional patient information regarding their clinical course could not be received. Finally, the involved device was not available for evaluation. Hence, no investigation into this occurrence could be performed. If additional information is received in the future, this file will be re-opened for assessment/ investigation and updated accordingly.

Event description:
Feedback received from patient via medwatch report (mw5088807). According to the information received, the subject received a cartiva implant in their right mtp on (B)(6) 2018 to correct hallux rigidus. Subsequently, the patient reported subsidence of the implant, requiring removal and revision to fusion on (B)(6) 2019. The patient's contact information, product catalog and lot numbers, contact information for the involved physician, nor additional details regarding this event were made available.